Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the device was removed because it was "not working" and was returned to the MFR. The device was used for angina and there was no pt death. The pt's status was unavailable at the time of this report. Additional info has been requested and will be made as follow up as it becomes available.